Event description:
It was reported that the user¿s system entered bg run mode after they ran out of g6 sensors, and they inquired whether to continue using the pump overnight; they were advised that the pump would require frequent manual bg entries to continue automated dosing and to transition to backup therapy until a new sensor could be connected. Symptoms included an anticipated risk of interrupted automated insulin delivery due to loss of cgm input. Outcomes included the user¿s decision to switch to backup therapy to prevent dosing interruptions. Investigation included customer support troubleshooting and user education regarding bg run mode, dosing behavior, and appropriate interim management. Investigation of this case revealed expected device behavior in the absence of cgm data, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use without an active cgm sensor leading to intended algorithm behavior requiring manual bg entries.